Event description:
Further follow-up with the pt revealed that device diagnostic testing was within normal limits, indicating proper device function. The pt reported that the issue was resolved and that she had mixed up her medications and was taking ablood pressure medication that she should not have been taking which resulted in a very low potassium level. The pt reported that this low potassium level gave her the symptoms/sensations that she reported to device manufacturer. The pt reports that she is fine now and that the vns therapy helps her seizures greatly. Additional attempts to obtain information from treating neurologist have been unsuccessful to date as no response hasbeen received to manufacturer's requests (via fax x1, via telephone x1).

Event description:
Reporter indicated that for the past three months, the pt only feels device stimulation sometimes. Review of manufacturing records for the pulse generator revealed no anomalies that would adversely affect device performance. Report is incomplete because no response has been recived to manufacturer's request for additional information from treating neurologist (via fax x1)